Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system produced multiple low speed operation and pump off alarms. The pump stoppages occurred when the lvad system was supported by both the mobile power unit at the patient¿s home, and the power module at the hospital. The patient was asymptomatic, x-rays were reviewed by a representative of the manufacturer''s technical services team and did not reveal any areas of concern. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to driveline compromise. No additional information was provided.

Manufacturer narrative:
(B)(4). The replaced external portion of the driveline and the explanted pump were returned for evaluation. The evaluation of the explanted pump confirmed a driveline wire compromise that would have contributed to the reported interruptions in pump function. Approximately 18.5 inches of the distal end of the driveline was returned for evaluation. In addition, six wire segments approximately 2 inches in length were returned from each of the wires. Electrical continuity testing of the distal end of the driveline revealed that all wires were electrically intact. Minor breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with approximately 9 months of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump was returned assembled with the driveline severed approximately 7 inches from the pump housing and the remainder of the driveline was returned in one segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of both returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield appeared unremarkable except for an area of shield breakdown at approximately 9-10 inches from the nipple of the pump housing. Visual inspection of the underlying wires revealed a kink and breach in the insulation of the red wire at approximately 9.5 inches from the nipple of the pump housing, exposing the inner metal conductors. The exposed conductors showed evidence of corrosion consistent with an electrical short. The observed wire damage appeared to be the result of fatigue failure due to a combination of abrasion against the braided shield as well as repetitive flexing of the driveline in this area. If the exposed conductors of the compromised red wire contacted the braided shield while the patient was operating on a tethered power source (such as the power module or mpu), the resulting electrical short to ground would have caused the low speed events and pump stoppages captured in the submitted system controller log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.